Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were allowed 12 boluses per day and they had been having problems with the handset for a couple weeks. The patient stated that they were in mexico and the pump decided they couldn't have pain meds until 1am, so they changed the time zone to mexico city, and everything was fine, but the handset had been crashing at least twice a day today. The patient stated that it took 3 minutes to get from 90% to 100% when trying to get a bolus. The patient stated that they could get boluses after they restarted the whole thing, but they didn¿t know how long it was going to last and it ¿took a hell of a long time to rethink everything¿ when it said error codes. The patient then stated that they had had some difficulties with error codes 388 (communicator battery is low) and 156 (application restarting due to system error). The agent reviewed those messages and then during the call, walked the patient through clearing the data after which the patient was able to connect to the pump. During the call, the patient verified that the pump time was correct.